Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of component damage - leak was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no damage found in the bd product. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue component damage and leaked the assortment management of erasmus mc hereby reports a complaint about a medical device. In the attachment you will find the accompanying letter, 'complaint report 157061', as well as a route description. Our complaint number : (B)(4). (Correspondence without mentioning our complaint number can not be processed!). Date of complaint : 21 november 2024. Article description : bd connecta 3-way tap - rotation 360° blue. Your item number : 394602. Item number : unknown. Description of complaint the tap of 1 iumen of the umbilical venous line was leaking. Risk to the patient medium. Date of collection : in consultation k. Remarks the complaint material has been kept and can from now on - by agreement - be collected. 'Collected at any time. This can be done on working days. Between 08:00 and 16:00. In the attachment you will find the directions.